Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: (B)(4); model: sc-8216-70; serial: (B)(4); batch: 17574723.

Event description:
It was reported that the patient was experiencing pain and had been to ER (emergency room) for multiple times. It was unknown what interventions provided in the ER (emergency room). The patient underwent an explant procedure. The explanted ipg and lead were discarded.